Event description:
Upon receipt of the device, the user reported that 5 batteries failed the discharge test. Since the event occurred out of box, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.